Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was loosely folded. The balloon had crimp marks present. The stent had been deployed and was damaged in appearance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25sep2020. It was reported that stent deployment failure occurred. The 70% stenosed target lesion was located in the vertebral artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment, but during the procedure, the stent could not deploy. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.